Event description:
The customer called to report that the insulin pump got wet due to rain, and alarmed button error. The customer also stated that she was treated by the paramedics due low blood glucose levels after the alarm because she stopped using the insulin pump, and went on manual injections. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump button response function properly. No damage/anomaly found on the keypad assembly. The insulin pump unable to prime during prime due to moisture damage on force sensor. Found moisture damage on motor assembly. No moisture damage on the electronic board. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. However, the insulin pump passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.